Manufacturer narrative:
The investigation is on-going at this time. Upon completion of pump hemolysis testing a final report will be submitted.

Event description:
The (B)(6) female was admitted to the ER in atrial fibrillation and suffering from abdominal pain. She had an echo done which revealed a greatly depressed ejection fraction (ef of 10%) and was sent to the cardiac catheterization lab for diagnosis. She had an impella cp placed and a diagnosis of cardiomyopathy was made. The impella cp had to be explanted after just under 6 hours due to suspected impella caused hemolysis.